Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00004. It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances. Reprogramming was attempted; however, it was able to resolve the issue only temporarily. Subsequently, surgical intervention was undertaken during which the patient's entire system was explanted and replaced. The ipg was electively replaced to provide access to new technology. Effective stimulation was restored intra-operatively.